Event description:
As reported by the user facility: the nurse inserted the introcan and it worked fine, she pulled it out and set it aside. She picked it up and got a needle stick. The clip was only half way up stylet. Cut on left palm. Additional information provided from the facility indicated that the nurse is fine and all protocol blood work testing performed is negative. The sample will be sent for evaluation.

Manufacturer narrative:
To date the actual device involved in the incident has not yet been made available for the manufacturer to evaluate. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.